Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the atrial channel which resulted in inappropriate atrial tachycardia response (atr) events. The patient is not device dependent and requires little pacing support in the atrium and ventricle. The physician will continue to monitor the patient. No adverse patient effects were reported.